Event description:
The attune sizers have the top screw on the top with cracked or broken plastic cups. All were fixed before surgery and nothing slowed down our surgery. It is believed that over time and numerous sterilization cycles these break.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation confirmed that the size locking knob had broken as reported. The failure of the size locking knob is due to the over-moulding and is suspected to be associated with residual stresses in the polymer. The polymer used has now been changed from radel to avaspire per eco 415569 as a running change for future batches. The new material is less likely to crack due to it being a glass filled material which is less susceptible to residual stresses and is resistant to crack propagation. The complaint shall be closed with a justified conclusion; it shall be entered onto the complaints database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.